Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. The door side wall assembly was found to be broken. The aluminium side wall has been severely damaged and broken in half. Door winch cable gears have been damaged as well. Door side wall assembly and door winch cable to be replaced. The parts were replaced and the issue was resolved. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system door would not open. It was reported that this occurred while the gantry was around the patient. The button on the pendant was pressed and the door would not respond. The system was removed from around the patient by using the lift and shift function. The procedure was reportedly discontinued because of this issue. No adverse effect on the patient was reported. No additional details were provided.

Manufacturer narrative:
Additional information: a medtronic representative reported that the reported issue had no effect on the patient. The site staff dismounted the (B)(6) table and placed the patient on another or table. The reported event occurred in the morning while the patient was under anesthesia but before an incision was made. The site was setting up the equipment and positioning the imaging system gantry for ap and lateral shot positions. The issue caused less than an hour delay.